Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision tka was performed due to pain. It was discovered intraoperatively that the patella was loose and the knee was also loose medially. Per email correspondence, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision and the clinical root cause of the loosening cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Case: (B)(4).

Event description:
It was reported that, after a tka had been performed, the patient complained of pain. A revision surgery was conducted to address this event: the surgeon noticed that the patella was loose and the knee was also medially loose. The patella was bone-grafted and a new thicker insert was implanted. The patient¿s current status of health is unknown.